Event description:
Initial information received on (B)(4) 2014 processed with additional information received on (B)(4) 2014. The case has been reassessed as reportable malfunction based upon new information received on (B)(4) 2014. This spontaneous report was received from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 2169d, frequency and expiration date unspecified). After an unspecified duration, the metal cutter broke while using the floss and would not stay closed when used. The consumer further stated that inner parts or plastic assembly and the plastic insert that held the spool of floss popped out. She reinserted the plastic assembly into the container and she could not dispense the floss properly. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 2169d. On (B)(4) 2014, sample was received opened and used and it did not meet specification by appearance evaluation since it was received with broken insert. The retained sample for this product lot had been discarded and could not be evaluated. A device history record review for final packaging and hand packing was performed and no non-conformances or abnormal situations were found. The review of non-conformance search and trend analysis did not indicate the product presented defects during production inspections and the components used were appropriate. The complaint is closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report had no adverse event. This report was assessed as a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.